Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited crosstalk oversensing.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited crosstalk and noise oversensing. No intervention was performed. The patient's condition was unknown.